Event description:
Had essure placement. Was having severe pain from the start. Went back to the ER 4 days later for bleeding and severe pain. Then returned to 1 hosp's ER for bleeding and pus coming from the vagina. The dr was not familiar with the product so they took pt to another hosp. Was admitted for several days. Five mos later pt still continues to have abnormal bleeding and severe pain. Have seen 2 different drs on possibility of removing the essure. Both had different approaches as how to remove it. Still looking for an answer and more info before they let anyone operate.